Manufacturer narrative:
This is capital equipment evaluated at the customer's site. The asp field service engineer evaluated this unit. Per the resolution text: the unit was found operational. Performed system test. An empty cycle was run. The unit met specifications. The frequency of exposure of the employee to the sterrad sterilizer is intermittently throughout the workday. The vaporizer plate was in place. The employee was not wearing personal protective equipment. Per the sterrad 100s user's guide: warning! Hydrogen peroxide may be present: if white residue is visible on the load; this may be residue from the hydrogen peroxide stabilizer. Wear chemical resistant latex, pv (vinyl), or nitrile gloves when removing a load with visible white residue. White residue can be minimized by making sure regular planned maintenance (pm) procedures are performed on your sterilizer. The sterilizer will inform you when planned maintenance is due. Please schedule pm service in a timely manner.

Event description:
A report was received from the field indicating there was white residue following a completed sterilization cycle. A healthcare worker came in contact with the white residue when he or she touched an instrument from the load. There are no other details for the healthcare worker involved. The initial reporter indicated the unit was taken out of service until an eval can be performed. The initial reporter stated that the cycle completed fine, they noticed visible white residue on the outside of the package and inside the chamber. There are no residue samples available for eval.